Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: h6. The device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient receive any prophylactic antibiotics pre- or intra- operation? Did the operating surgeon observe any suture deficiency or anomaly? Please specify if it was before, during, after the suture placement or during re-operation? Date of re-operation? What was indication for debridement? Was any culture performed? Results? Was the wound re-closed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Other relevant patient history/concomitant medications? Were all symptoms resolved after the suture removal procedure?

Event description:
It was reported that the patient underwent a laparoscopic splenectomy and pericardial devascularization on (B)(6) 2020 and the suture was used. The patient experienced pain, erythema and post-op inflammation. The suture removal and debridement were performed. Additional information has been requested.